Event description:
The patient reported experiencing high blood glucose readings (520 mg/dl). The patient stated that she became thirsty and decided to check her blood glucose level. This is when she determined that her blood sugar reading was high. She had to administer injection therapy to bring her blood readings down. The patient also switched to her back-up device. After switching to her back-up device, she did not experience any more high blood sugar readings. No medical treatment was necessary. The device is being returned for evaluation.